Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited occasional p-wave undersensing episodes due to non-optimal sensitivity setting. The device was reprogrammed successfully. The patient had no complaints and remained in stable condition.